Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 sensor and a steel infusion set, with the ilet displaying prompts to connect cgm or enter blood glucose and the user reporting a fingerstick value of 465 mg/dl; the user also received a replace sensor alert, after which a sensor change and pairing were completed with communication of pairing time and warmup. Symptoms included elevated blood glucose. Outcomes included dosing interruption warnings and cgm pairing issues. Investigation included customer service troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information and that user guidance was provided to restore cgm pairing and resume automated dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.